Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number: mw5161172 on 07nov2024. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. It was reported that an unk, airseal 12mm access port had been used on (B)(6) 2024, and ¿after a da vinci assisted prostatectomy procedure, subcutaneous emphysema was observed in the patient's upper body, including the head. The surgeon believes that when the 12mm airseal port became dislodged and was reinserted, resulted in the subcutaneous emphysema. The issue can be resolved naturally." The occurrence was reported as an adverse event and not a product problem, with no indication of a device malfunction. This report is being raised due to the reported injury of subcutaneous emphysema.

Event description:
This complaint was created by the finding of maude report number mw5161172 on 07nov24. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. It was reported that an unk, airseal 12 mm access port had been used on (B)(6) 2024, and "after a da vinci assisted prostatectomy procedure, subcutaneous emphysema was observed in the patient's upper body, including the head. The surgeon believes that when the 12 mm airseal port became dislodged and was reinserted, resulted in the subcutaneous emphysema. The issue can be resolved naturally." The occurrence was reported as an adverse event and not a product problem, with no indication of a device malfunction. This report is being raised due to the reported injury of subcutaneous emphysema.

Manufacturer narrative:
Correction: block h6 has been changed to indicate a more specific medical device problem code. Additional manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. (B)(4). Per the instructions for use, the user is advised the following: higher insufflation pressures (> 15 mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumo-scrotum, and urinary retention. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumo-rectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.